Event description:
Patient underwent a revision of his artifical urinary sphincter (aus) that included replacing the balloon reservoir and distal transcorporeal cuff due refractory stress incontinence.======================manufacturer response for sphincter balloon 61-70 ams 800, sphincter balloon (per site reporter).======================the manufacturer's representative will make arrangements to pick the device up for inspection sometime next week.======================manufacturer response for sphincter cuff 6.0cm, sphincter cuff (per site reporter).======================mfg's rep will be picking up device sometime next week.